Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. After visual inspection was performed to sample unit, no marks/cracks or tears can be observed in luer connector, however the sample unit presents an incorrect union on connection and tube union. Leaking was found in the functional test. The root cause was determined to be manufacturing. Actions were taken to mitigate the reported issue: implementation of new solvent dispensers at production line that it replaced old solvent dispensers, dispensers will assure correct operation and solvent amount to each sample. No problems or issues were identified during this device history record review. D5: operator of device is unknown.

Event description:
It was reported that a smiths medical fluid warmer had a loss of solution from the luer end fitting during priming. No adverse patient effects were reported.